Event description:
Ous MDR - during post-dilatation of previously implanted stents (overlapping) the balloon ruptured at 18 atm.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera leo revealed that the balloon has been in- and partially deflated. Functional testing was performed and a fine jet of water close to the proximal balloon marker was observed at about 3-4 atm. Further microscopic analysis showed a pinhole with transversal orientation in the balloon surface. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.